Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 99 mg/dl to a reading of "high" on continuous glucose monitor. A correction bolus via the pump was delivered to address bg. Additionally, the customer indicated that no backup insulin therapy method was available. A system check was performed with tandem technical support and the occlusion alarms were verified. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.